Event description:
Report received of an overdelivery. The pumpw as programmed to delier 30mg morphine 1mg/dl in the pca only mode, a 1mg pca dose, an 8 minute pt lockout and a 30mg 4 hr limit. The customer reported that in 2004 during change of shift at 0700, the nurse performed a routine assessment of the pump and cleared the pump history was reviewed and the programming was verified. At this time, the nurse reportedly asked the pt if they were in pain. The nurse pushed the pendant at the pt's request. Reportedly, the nurse witnessed the pump display increment to 2mg instead of the intended 1 mg after delivering the dose. The nurse immediately reviewed the history and verified the pump programming. It was also reported that after the nurse initially cleared the pump history, there were 4mg left in the vial, and subsequently there were reportedly 2mg remaining in the vial after she witnesse the pump deliver the dose. Pca therapy was continued until the vial was empty approximately 30 minutes later. There were no reported adverse pt effects and no medical interventions were required. The pump was removed from clinical service. Pain management therapy was resumed using an unspecified dose of demerol im oral percocet.